Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 9.00 am on (B)(6) 2018. The patient reported obtaining alleged an inaccurate high blood glucose reading of ¿341 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise, and that in response to the alleged readings, on the same day, at 2.00 pm she increased her dose of metformin to 1000mg. The patient stated that at 3.00 pm, she developed symptoms of ¿blurry vision and feeling different¿. The patient confirmed that she did not require or receive treatment for the alleged symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.